Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 21 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted by paramedics. The customer stated that none of their batteries worked with their insulin pump. The customer was advised to use energizer batteries. The customer mentioned that the failed battery alert issue was resolved after reinserting the batteries in the device.